Manufacturer narrative:
Dg; device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineer and technicians are listed below. Visual inspections & results: head rotates, ab)yes; nose shroud cracked/broken, ab)no; staples in nose, a) 1, b) 1; staples in the track, a) 11, b) 7 and trigger engaged with precock, ab)yes. Functional tests & results: cycled instrument, ab)yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the reported "devices jammed" during surgery may have been caused by excessive body fluids and tissue in the cartridge track nose. The instrument was rec'd with excessive dried body fluids in the cartridge track and the cartridge nose. Five staples were removed from instrument (a) to clear the dried fluid and tissue. The device was then cycled and fired the remaining seven staples well formed. Instrument (b) was examined, was found to be functional, was cycled and fired the remaining seven staples well formed. No deformity could be identified with either instrument.

Event description:
It was reported the devices were used during a hernia repair procedure. It was reported by the affiliate that the devices jammed. There was no patient consequence.